Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been treated by paramedics due to low blood glucose of 42 mg/dl. Customer reported of passing out while on the phone with 911 and awoke to paramedics treating him. Customer was not taken to the hospital. Customer reported that low blood glucose ranged from 37 mg/dl to 42 mg/dl and customer was not feeling lows. Customer was not able to speak with helpline.